Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was in the mid 200 mg/dl range. The customer changed the supplies on the pump. A correction bolus was delivered to address the bg level.